Event description:
It was reported that when an asymptomatic patient was presented in clinic for follow up, externalized conductors via fluoroscopy and noise were observed. The lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.1-11.5cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 8.2-10.8cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 11.6-12.0cm from the distal tip. The rv conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.